Manufacturer narrative:
T:slim user guide indicates pump is to be used with individuals 12 years of age and greater. Patient is (B)(6) years old. No product has been returned for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis on (B)(6) 2014. The customer was treated with intravenous insulin, fluids, and dextrose and released from the hosp on (B)(6) 2014.